Event description:
It was reported that a patient was treated with continuous renal replacement therapy using a prismaflex st150 set. The therapy was set up incorrectly and resulted in an incorrect administration of calcium. The calcium was infused into the filter and not into a separate central venous line. The set up error was corrected at the time of detection. Hypotension was reported and calcium replacement was required. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified, as no product malfunction was identified. The cause of the reported event was determined to be unintended use error. Should additional relevant information become available, a supplemental report will be submitted.